Manufacturer narrative:
The device was requested but has not been returned for investigation. Neither the meter serial number nor test strip lot number were provided. The owner's guide has been carefully reviewed. There is no indication the event occurred due to poor labeling. Bgstar field returns involved in similar complaints have been reviewed and there is no evidence the event occurred due to a component failure. The root cause of the incident could not be determined. Factors such as hematocrit, temperature, humidity, elevation, other medication and testing procedure may have contributed a high blood glucose reading. Insulin, diet or exercise may have contributed to the reported hypoglycemia. No medical intervention or hospitalization was reported. This event will continue to be trended.

Event description:
The caller reported that the bgstar meter showed a blood-glucose measurement of 500 mg/dl and due to the high reading, injected insulin and experienced hypoglycemia as a result. The type and amount of insulin administered, the time of the hypoglycemia in relation to the insulin dosage, and treatment in response to the hypoglycemia is not known.